Event description:
The facility is reporting that during a nose procedure to alleviate breathing issues, the surgeon attempted to use a micro quickanchor to complete the repair. However, the anchor was not properly seated on the inserter and was therefore unable to deploy the anchor. The facility did not have a backup anchor, therefore, the case was unable to be completed. The pt may need to have another procedure done to complete the surgeon's objective.

Manufacturer narrative:
The complaint device was received and evaluated visually, both with the naked eye and under power. Only the inserter was received-the anchor was not returned. The distal inserter tip had blood and biomaterial on it, indicating it had been in the body. The plastic anchor retention portion of the inserter was in the deployed position. Otherwise, the device appears in its designed and manufactured condition. Not much can be discerned from this. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 313 devices that were released to distribution. Based on complaint rate and customer impact, we believe this to be an anomaly. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.